Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. During device analysis the clip was able to open to invert with no issues noted. Therefore, the reported difficulty opening the clip and bending of the dc shaft could not be confirmed via returned device analysis. The reported difficulty grasping the leaflets (failure to adhere or bond) could not be replicated in a testing environment, as it was based on procedural conditions (patient anatomy). To further investigate a possible cause for the reported difficulty opening the clip, the clip was deployed on bench to examine the inner components. The actuator mandrel was observed to be bent approximately 25 degrees, 4.5cm from the distal end of the coupler. Potential causes for difficulty opening the clip resulting in dc shaft deflection can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. Additionally, potential causes for difficulty grasping the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty grasping the leaflets and reported difficulty opening the clip may be influenced by patient anatomical morphology and patient disease state (morphology of the mitral valve, tortuosity of the vessel resulting in increased tension on the device), difficulties with visualization, unintended curves on the device during advancement or excessive curves applied to the device by the user. Since the analysis confirmed that the clip was able to open to invert smoothly, in addition to the clip functioning initially during the procedure, the most probable cause for the reported difficulty opening the clip was likely due to a combination of procedural conditions and the bend in the actuator mandrel; however, this could not be confirmed. Based on the information reviewed and the evaluation of the returned device, a cause for the bend in the mandrel and reported difficulty opening the clip could not be definitively determined. Additionally, the reported difficulty grasping the leaflets appears to be related to patient/procedural conditions, as it was reported that the challenging mitral valve anatomy resulted in several grasping attempts. A review of the lot history record revealed no non-conformances for the lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no previous incidents reported for difficulty grasping the leaflets (failure to adhere or bond), delivery catheter shaft bends, or difficulty opening the clip from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the shaft bending of the second clip delivery system (cds 41002u1/60) which occurred in the left ventricle and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and challenging mitral valve anatomy. One clip was implanted on the mitral valve leaflets successfully. The second clip delivery system (cds 41002u1/60) was advanced to the mitral valve leaflets. After several grasping attempts, and opening and closing the clip, it became more difficult to unlock and open the clip. The clip was able to be opened to 180 degrees, but it was necessary to retract the lock lever farther. After rotating the arm positioner fully in the close direction, an attempt was made to open the clip while rotating the arm positioner in the open direction. While unlocking the clip, the delivery catheter shaft showed massive bending in the left ventricle, but the clip did not open. The cds was removed and replaced with one additional clip that was implanted and the mr was reduced to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.